Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received two devices opened by the account with the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instruments. The jaw gap was measured for both instruments and met specification. Witness marks on the bevel wall were observed for both instruments. Both instrument were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: during a revision lap gastric bypass, involving the stomach, needles from the suture loading unit were continuously dislodged while in use. The needle from the reload fell into the patient cavity but it was retrieved. No device fragment was left in the patient cavity. To correct the condition another device was opened. Additional information has been requested but not yet received.